Event description:
A customer reported that there was a vacuum issue during the procedure. The footswitch was exchanged to complete the procedure due to sending out a system message. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).